Manufacturer narrative:
This device used for treatment and not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Sales consultant reports regarding a patient who was implanted with a synthes plate on (B)(6) 2011, to repair a distal radius fracture that occurred on (B)(6) 2011, due to a fall. Said patient reportedly used her wrist in a manner that was non compliant with the advice of the surgeon, which caused the plate to sit proud to the bone. This led to a ruptured flexor pollicis longus tendon. The tendon was repaired by a hand surgeon and the plate was removed on (B)(6) 2012, at which point the fracture had healed. This is report 1 of 1 for complaint (B)(4).